Manufacturer narrative:
Age at time of event: mean age 57 years. Event date: between 1 october 2016 and 30 june 2017. Initial reporter address: (B)(6). Literature article: sanabria, m., buitrago, g., lindholm, b., vesga, j., nilsson, l.g., yang, d., alfonso bunch, a., rivera, a. ¿remote patient monitoring program in automated peritoneal dialysis: impact on hospitalizations¿. Perit dial int 2019; 39(5):472¿478. Https://doi.org/10.3747/pdi.2018.00287. Article first published online: september 1, 2019; issue published: september 1, 2019 received: december 24, 2018; accepted: march 16, 2019 the device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A study was performed in which 17 peritoneal dialysis (pd) patients experienced peritonitis. The cause of the peritonitis was not reported. It was not reported if the patients were hospitalized for the event. Treatment for the peritonitis events was not reported. Patient outcomes were not reported. Action with pd was not reported. No additional information is available.